Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/pain lower abdomen') and menorrhagia ('abnormal bleeding ( menorrhagia)/heavy cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included blood pressure high since 2010, anxiety since 2010 and depression since 2010. Concomitant products included oral contraceptive nos from 2010 to 2011 for birth control as well as cetirizine since 2013, duloxetine hydrochloride (cymbalta) since 2013, lisinopril since 2010 and montelukast sodium (singulair) since 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6)2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe cramping") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced abdominal pain upper ("chronic stomach aches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain-60 lbs"). In (B)(6) 2015, the patient experienced food allergy ("allergic or hypersensitivity reaction : multiple food allergies") and urticaria ("rashes or skin conditions : hives"). On an unknown date, the patient experienced rash papular ("rash/itchy bumps"). The patient was treated with surgery ((partial hysterectomy) hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, fatigue, weight increased and abdominal pain upper outcome was unknown, the vaginal haemorrhage, urticaria and rash papular had resolved and the food allergy was resolving. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, fatigue, food allergy, menorrhagia, rash papular, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Her lower abdominal pain worsened during her cycle. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : the event injury was replaced with new events. New events: abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), multiple food allergies, hives, dysmenorrhea (cramping), fatigue, weight gain-60 lbs, chronic stomach aches and essure confirmation test(s) not conducted were added. Medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.